Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered while the patient was on a cruise. When the patient returned home, the alert was noted to have been triggered for non-sustained episodes and pacing impedance variation on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.